Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I put on 40 pounds") and experienced dysmenorrhoea ("painful menses"), pain ("my pain was all on the right side"), alopecia ("hair falling"), rash ("body wide rashes/skin rash"), polymenorrhoea ("my cycle had gone from 28 days to 21 days"), mood swings ("mood swings"), irritability ("intense irritability"), eye swelling ("swelling eye/ eyelid puffiness") and blepharospasm ("eyelid twitching"). The patient was treated with prednisone and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight increased, dysmenorrhoea, pain, alopecia, rash, polymenorrhoea, mood swings, irritability, eye swelling and blepharospasm outcome was unknown. The reporter considered alopecia, blepharospasm, dysmenorrhoea, eye swelling, irritability, medical device removal, mood swings, pain, polymenorrhoea, rash and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: event eye swelling was added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I put on 40 pounds") and experienced dysmenorrhoea ("painful menses"), pain ("my pain was all on the right side"), alopecia ("hair falling"), rash ("body wide rashes/skin rash"), polymenorrhoea ("my cycle had gone from 28 days to 21 days"), mood swings ("mood swings") and irritability ("intense irritability"). The patient was treated with prednisone and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight increased, dysmenorrhoea, pain, alopecia, rash, polymenorrhoea, mood swings and irritability outcome was unknown. The reporter considered alopecia, dysmenorrhoea, irritability, medical device removal, mood swings, pain, polymenorrhoea, rash and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : the events ¿I put on 40 pounds¿, ¿painful menses¿, ¿my pain was all on the right side¿, ¿hair falling¿, ¿body wide rashes¿, ¿my cycle had gone from 28 days to 21 days¿, ¿mood swings¿ and ¿intense irritability¿ reporter information was added. On 23-mar-2020: fu1 and fu2 processed together. On 23-mar-2020: reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I put on 40 pounds") and experienced dysmenorrhoea ("painful menses"), pain ("my pain was all on the right side"), alopecia ("hair falling"), rash ("body wide rashes/skin rash"), polymenorrhoea ("my cycle had gone from 28 days to 21 days"), mood swings ("mood swings") and irritability ("intense irritability"). The patient was treated with prednisone and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight increased, dysmenorrhoea, pain, alopecia, rash, polymenorrhoea, mood swings and irritability outcome was unknown. The reporter considered alopecia, dysmenorrhoea, irritability, medical device removal, mood swings, pain, polymenorrhoea, rash and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.